Manufacturer narrative:
The customer did not respond to ge healthcare service requests. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that the unit fails the leak tests resulting in loss of mechanical ventilation. There was no report of patient involvement.